Manufacturer narrative:
(B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported bellavista 1000e unit that the screen is freezing up at start up and they can not do any thing with it. At this time, there is no information regarding patient involvement associated with the reported event.